Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer was unable to provide how much insulin the cartridge had been filled with; however, the insulin gauge displayed 53 units. Review of the pump data logs showed that the customer received inaccurate insulin values. It was confirmed that the customer will continue using the pump until the replacement pump arrives. There was no impact to the customer's blood glucose level.